Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger rod was difficult to push during use. The following information was provided by the initial reporter, translated from japanese: "the user could not push the plunger rod."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 06-jan-2023 h6: investigation summary customer returned (1) 1/2cc, 12.7mm, 29g syringe with the shelf carton from lot # 1263479. Customer states that they could not push the plunger rod. The returned syringe was examined and exhibited a hard piece of plastic in the barrel that prevented the plunger rod from being fully depressed. A review of the device history record was completed for batch# 1263479. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root-cause could not be determined.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger rod was difficult to push during use. The following information was provided by the initial reporter, translated from japanese: "the user could not push the plunger rod."